Manufacturer narrative:
This device remains implanted. Should addiotnal information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock. The recoded episode showed non-myopotential artifacts in the primary sensing vector. The artifacts were provoked when the patient swung their arms sideways/behind the back. The artifacts were also provoked in the alternate sensing vector. No artifacts were provoked in the secondary sensing vector, while pocket/electrode manipulation did not cause artifacts in any sensing vector. In addition and untreated episode was recorded with worsening artifacts, and it was reported that in both episodes the patient was sleeping in their left side. The device was reprogrammed to the secondary sensing vector since no artifacts were reproduced. Device data was uploaded and sent for review and an x-ray was going to be performed. It was noted that the patient has had a system explant/replacement in 2019 due to inappropriate shock delivery. At this time this device remains implanted. No adverse patient effects were reported.